Event description:
It was reported that multiple of the same malfunction alarms occurred. The customer was unable to successfully reset the pump for insulin therapy as the malfunction alarm kept recurring. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.